Event description:
It was reported that the bd nano¿ 2nd gen pen needle had no insulin flow during the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "received voicemail from spouse stating her husband is having issues with pen needles. Spouse left a lot number, 2284611. From phone call on 2023-08-09 07:09:05: consumer could not provide any product information. Consumer stated, no insulin flow when taking injection.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle had no insulin flow during the injection. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "received voicemail from spouse stating her husband is having issues with pen needles. Spouse left a lot number, 2284611. From phone call on (B)(6) 2023 07:09:05: consumer could not provide any product information. Consumer stated, no insulin flow when taking injection.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. E.1. The customer's address is unknown. California, USA has been used as a placeholder based on the reported phone area code. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.